Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of year 2021, reported as "a couple of months ago". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ¿unidentified leachable peak¿ was observed in two (2) intravia containers, empty 500 ml capacity. The reporter stated that they were performing a compatibility study (unspecified) using hplc (high-performance liquid chromatography) and they observed a ¿peak at the retention time of 2.6 minutes¿. It was reported they were using 5% dextrose solution from the IV (intravenous) bags when the issue was noted. There was no patient involvement. No additional information is available.